Event description:
The information provided to sjm indicated the patient underwent an aortic valve replacement procedure where this valve was implanted utilizing the running suture technique. Approximately one month postoperatively, the patient presented with heart failure and generalized edema. An echocardiogram revealed leakage. On an unknown date, the patient was hospitalized for observation. It was reported if symptoms progress, a re-operation may be performed.